Event description:
It was reported that the customer passed away from natural causes as well as diabetes complications. It was stated that the customer's blood glucose levels were greater than 600 mg/dl at the time of his death. It was stated that the customer was wearing the insulin pump at the time of his death. The caller stated that the customer had been in hospice care for the past one and a half years, and was being treated with the insulin pump and manual injections, but nothing was bring his blood glucose levels down, possibly due to other health complications and possibly kidney failure. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.